Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator and a transvenous defibrillation lead allegedly experienced oversensing and inappropriate therapy. No invasive procedure was performed because of the patient's poor general health. The patient expired on 9/18/96. After the patient's death, difficulty was experienced attempting to interrogate the ICD. The cause of death is not known at this time and it's also not known if defibrillation therapy was delivered prior to the patient's death.